Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy/gastric tube, the device operator stated that upon esophagus resection, a strange sound was heard and the device stopped firing in the middle. The tissue separated and the tissue in question was transected resulting in tissue loss. The patient also required reoperation as a leak occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account. Functionally, the instrument was loaded with post market vigilance (pmv) representatives reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual examination of the staple cartridge noted that the reload was partially fired to the 2cm cut line with the interlock engaged. Additionally, the proximal end of the adapter was broken from the reload. Due to the observed damage, functional testing of the reload could not be performed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.